Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the when the patient went through a non-conditional MRI and the interrogation was left in session during the MRI. After the MRI, the device was not able to be interrogated wirelessly. Upon further investigation, the patient was not able to connect to directalerts checks during the MRI. The firmware was upgraded to fix the problem. The patient was stable.